Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving bupivacaine (21.4mg/ml at 6.5 mg/day) and fentanyl (250 mcg/ml at 76.82mcg/day) via an implantable infusion pump. It was reported that the patient's pump was slipping and tilted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. During the pocket revision it was noted that the catheter was severely discolored yellow. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.